Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the lamp hour was at over 500hours. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) displayed on the evis exera iii xenon light source when plugged into the port. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a foreign matter at the electric junction or the attachment of moisture. The cause of the fault could not be identified since further information was not available. Olympus will continue to monitor the field performance of this device.

Event description:
The procedure was completed with a similar device.